Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. The sample was received with solution inside the tip protector. During visual inspection, a pin hole was observed in the sample and the port was found damaged. A pressure test was performed at 8psi and an air leak was observed. The reported condition was confirmed. The cause was found to be related to a manufacturing issue. Awareness training was provided to the appropriate personnel, and the supplier of the material was also notified of this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the customer had an intravia empty container where they "transferred gammagard 20 grams into the bag and on the following day the bag was beginning to separate at the bottom and the liquid came out." The reported condition occurred during filling. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.